Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump black box history revealed that no low or replace battery warnings occurred during (B)(6) 2011 to (B)(6) 2011. The pump current was tested and found to be within normal range. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2011 the reporter, the patient's mother, reported the pump was losing date/time setting after a battery replacement and had a short battery life. The mother reported that the patient experienced two episodes of low blood glucose levels; she did not provide details as to the patient's results or the date/time of these events. At that time, the patient experienced the symptom of being unresponsive. The patient's mother treated him with a glucagon injection and oral glucose, and contacted emergency medical services. Paramedics provided no further treatment after the patient was revived. Troubleshooting revealed the patient had not reset the date and time on the pump after the battery was replaced, and that the basal rate and carbohydrate ratio were incorrect due to the incorrect date/time settings. The customer support representative also determined the battery cap was damaged and not secure, which can cause the battery power to become drained. The patient had not reset the pump's date/time settings after the battery was replaced, and afterwards the basal rate setting was incorrect. The patient allegedly suffered symptoms suggesting severe hypoglycemia while using the pump, and received emergency medical attention and treatment with glucagon. Therefore this complaint is being reported.